Event description:
It was reported that a motor stall had occurred and did not recover. No further details on the stall were available. No electromagnetic inferences could be identified as a root cause and the patient was sleeping in bed at the time of the event. The patient had experienced light underdosing symptoms but the details were unknown. At the time of the report the patient's status was reported as alive-no injury. A replacement occurred with another manufacturer¿s pump. The patient was doing ¿fine¿ and receiving effective therapy after the pump replacement. This device system delivered fentanyl and baclofen. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.